Manufacturer narrative:
Device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing site: (B)(4). Manufacturing date: september 09, 2014. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during insertion of a vectra-t 2-level plate and 4.0mm cervical self-retaining screws for a c3-c4, c4-c5 anterior discectomy and fusion on (B)(6) 2016, the inner shaft for extraction screwdriver broke. The surgeon inserted the plate and screws. It was noted, that the selected screws, based upon patient anatomy, were not long enough for the plate. The surgeon began removing the screws when the tip of the inner shaft for the extraction screwdriver broke into the head of the screw while being twisted in the drill. Another inner shaft for the extraction screwdriver was used to remove another screw when the tip broke into the head of that screw. The broken tip of both extraction screwdrivers remained in the head of the screws. The surgeon was able to remove the plate and all of the screws. The broken tip did not generate any fragments. A piece of metal sheared off of the plate, which was noted as the blocking clip. The blocking clip dislodged from the plate and the plate was noted as stripped. The blocking clip from the plate was retrieved and discarded. A longer plate (vectra-t 2-level, 8 hole plate) was used with an intact blocking clip and another set of screws along with some of the screws that had been used for the smaller plate were implanted. A total of 6 or 8 screws were implanted. There was a surgical delay of more than 10 minutes. Standard x-rays were taken unrelated to the device breakage. The procedure was completed successfully. Concomitant devices reported: 4.0mm cervical self-retaining screw (part 04.613.516, lot unknown, quantity of 1) and 4.0mm cervical self-retaining screw (part 04.613.566, lot unknown, quantity of 1). This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Product investigation summary: the returned devices were examined and, in each instance, the complaint conditions were able to be confirmed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Part 1: vectra-t plate (450.565): the returned plate was examined and the complaint condition was able to be confirmed as the wishbone clip was found to be missing from the left hole on the caudal carriage. Additionally, the clip was found to be deformed and partially dislodged from the slot for the right hole of the cranial carriage. The relevant drawings for the returned implant were reviewed (both from the time of manufacture and present revision): top-level, base plate, carriage, and clip. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. No definitive root cause was able to be determined; however, the failure mode of broken or dislodged clips is consistent with screw removal as described in the complaint description. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.